Event description:
Revision surgery - the pt had loosening of the femoral component. The surgeon removed the size 10 monoblock stem and re-cemented a new stem.

Manufacturer narrative:
Revision surgery due to patient had loosening of humeral component. The surgeon removed a size 10 monoblock stem and recemented a new stem. The device was reported as loosening after 3 months of patient use. The surgery was completed as intended. There was no information reported that showed a material, design, or manufacturing problem with the product. The root cause was not determined with confidence. This is the first complaint for this lot number.